Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level (547 mg/dl). Reportedly, the cause for the reported issue was due to the customer stopping insulin delivery and forgetting to resume insulin delivery when intended. The customer administered a correction injection to address bg level. The customer continued to use the pump for insulin delivery.